Event description:
(B)(4). Since having essure I have had lower left abdominal pain and tenderness, painful intercourse, fatigue, joint pain, heavy and long menstrual cycles and brain fog and have been diagnosed with endometriosis. I have always been healthy and haven't had any physical ailments until after I had the essure placement. Have had ultrasounds and MRI done with no diagnosis.